Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2022-16305. It was reported that the patient's lead had a fracture. In turn, surgical intervention was undertaken wherein the lead was explanted and replaced. During the procedure, the physician decided to replace the ipg as well due to a short in the wire. Postoperatively, the patient has effective therapy.